Event description:
The customer reported their asp automatic endoscopic reprocessor (aer) was emitting a smell. The customer mentioned that two healthcare workers (hcws) had human reactions (unspecified) due to the smell. The information provided on the two hcws is anecdotal; therefore, one medwatch report will be submitted. If additional information becomes available, a second medwatch report will be submitted. An asp field service engineer (fse) was dispatched to assess the unit.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 3 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to close all clamps. The tsr advised finish therapy with a manual exchange. On (B)(6) 2010 product surveillance spoke with the hp's daughter who stated this was an isolated incident and the hp was doing fine with therapy. The daughter stated there have been no other alarms or issues with product. No adverse event was reported. No further detail regarding this event was available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report for a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
Complaint no: (B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.